Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no injury to the patient. The instrument was inspected before use. No damage or abnormalities were found during inspection. The surgeon commented that the cause is unknown. Also commented it is likely that the tissue remained and was thermally damaged when it was output. The instrument did not collide with an energy instrument during the procedure, there was no arcing, there is no accessory associated with the event, photographic images are not available. No patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding thermal damage to the pulley cover was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was continued as planned with no reported injury.